Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed from the pictures provided. Method & results: device evaluation and results: the device was not returned. However an image was provided. There was biological debris noted on the head. It is difficult to comment on the head as the image is not very clear. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.

Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.